Event description:
Bi-polar hip arthroplasty performed 2002. Patient reportedly dislocated, closed reduction performed. Follow-up radiographs revealed bi-polar disassociated from modular head component.